Event description:
It was reported that the iv3000 1-hand 10cm x 12cm bx50 was creased, slightly detached from the support and difficult to grasp. Treatment delay less than or equal to 30 minutes. S&n backup available.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. Visual inspection of the returned dressing confirms a crease across the center of film and the functional evaluation confirms the crease affects use. Maintenance of the production rollers has been identified as the root cause. Worn rollers have been changed with updated maintenance schedule implemented to reduce further instances. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, complaint history file contains further instances of the reported event. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Catalog number updated. Investigation findings code corrected.